Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, grand slam, guide cath: heartrail. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed, moderately tortuous, moderately calcified, concentric lesion in the mid right coronary artery (rca). Pre-dilatation was performed with an unknown balloon dilatation catheter (bdc); however, additional dilatation was needed. A 3.50x15mm nc trek rx bdc was advanced, but resistance with the lesion was felt. Dilatation was performed and the balloon ruptured during the initial inflation at 14 atmospheres. The bdc was removed without resistance and the procedure was successfully completed with a new bdc. There was no reported adverse patient effect and no reported significant delay in the procedure. No additional information was provided.